Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 rtg0286257 (con): it was reported that patient (pt) experienced involuntary movement in their right foot after the activa rcs were implanted, which they indicated was still a problem at the time of the call. The patient added that in the last 2 days they noticed they were shaking all over. The patient described the shaking as a "real subtle tremor," which they said had settled today. Thus, the patient did not associate the tremor with their parkinson's. The patient thought the tremor may have been a signal that they were developing diabetes because they noticed the tremor would "settle down some" when they ate something with protein in it. Since the patient mentioned the tremor, agent had the patient use the wireless recharger (wr) and recharger app to check implant battery levels and therapy status. For the implant on the left side, the battery level was 50% and therapy was on. The patient had an 'excellent connection' with the implant on their left side. For the implant on the right side, the battery level was 25% and therapy was off. The patient had a 'good connection' with the implant on their right side, and mentioned that they struggle to keep the wr flat against the battery due to their "coordination and strength." Agent advised the patient to continue charging their implants and reviewed that therapy would need to be turned on for the implant on their right side. The patient indicated that they had never used the communicator or dbs therapy app, so agent redirected the patient to their healthcare provider (hcp) to further address the issue. The patient stated that they have an appointment scheduled with their managing hcp on (B)(6) 2022.

Event description:
Additional information received from the consumer reported their tremors began in 1974 and changed when they changed their diet. The consumer also started a prebiotic and replaced their non-rechargeable battery with a rechargeable device. The tremors returned in 1985 (11 years after they started.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.